Manufacturer narrative:
D9 - date returned to mfg on 10/18/2023. The logs were analyzed. Could not confirm the customer¿s complaint that the device shut down on its own without alarming. Performed battery operational checkout. Recharged the battery for a minimum of 8 hours. Recharge battery start time 11/03/2023 @ 13:02. Recharge battery stop time 11/07/2023 @ 9:25. Programmed the device to run at a rate of 25 ml/hr. For a duration of 7 hours. Device alarmed with depleted battery 7 hours and 36 minutes into the delivery. The device passed battery operational checkout. Probable cause was not found. Engineering summarizes that after infusing norepinephrine (16 mg/250 ml) with many titrations for about 11 hours, the program was changed to norepinephrine (32 mg/250 ml), but same dosing, and after that had run for 3 hours, the infusion was manually stopped, and the pump manually powered off by user pressing [stop]. Engineering evaluates that the pump stopped infusing and shut down in response to pressing the appropriate keys on the pump keypad. The report of the pump dying without warning could not be confirmed. The pump operated correctly per design.

Event description:
An update was received from the customer stating that the plum 360 turned off during the norepinephrine infusion stated that. The event in question occurred either on 9/1 or 9/2 and that when she realized the pump was off and she immediately took the pump out of service and tagged it as broken.

Event description:
The event occurred on an unknown date involving a plum 360¿ infuser where the customer reported that the pump died with no warning during a levophed infusion and patient death involvement. The report was received from the surgical intensive care unit. The ¿rl¿ was completed and the patient was already critically ill with multiple vasopressors maxed out and impella placement. The pulses lost prior to noticing the pump shutoff, the patient was still arousable at that time. The patient eventually passed. There was delay in therapy as levophed stopped infusing. It was also stated that there was no tone heard prior to the pump shutting off and that correct medication and dose was infusing upon arrival. The registered nurse (rn) did not perform the original programming, but the medication was set to levo 16mg/250ml to infuse at 40mcg/min (rn would have to double check the parameter, as she/he knows it was maxed out). Moreover, the pump was taken out of room with broken sign placed on pump and set in soiled utility, rl form completed. Rn was unsure if the charge indicator light up when the device was plugged into the outlet and unsure of difference between modes. No damage was noted to the power cord and the pump was brand new, unknown when the last battery was changed.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. Additional contact information: (B)(6).